Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via reduced intrinsic amplitudes at elevated rates. Technical services recommended to do some treadmill testing. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing via reduced intrinsic amplitudes at elevated rates. Technical services recommended to do some treadmill testing. Later, the patient had more inappropriate shocks due to oversensing via reduced intrinsic amplitudes. The system was programmed off and the physician may do an explant procedure later, as the battery is close to end-of-life.